Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02695 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an endoscopic variceal band ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, with the first speedband device (3005099803-2010-02695), they attempted two times to deploy a band however the bands did not deploy. A third attempt to deploy was made successfully. They made a fourth attempt to deploy a band however, a band did not deploy. The device was removed from the patient and a second speed band device was used (3005099803-2010-02694). They attempted to deploy another band and the bands would not release correctly. The procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was found broken with 3 knots attached to the distal end of the trip wire, and 2 knots attached to the ligator head. The fibers that make up the threads appeared uneven/frayed at the break location. Visual inspection of the ligator head found two partially deployed bands, and no damage shown on the teeth of the ligator head. There are two knots on the deployment thread attached to the ligator head, and the thread was posterior the ligator head instead of hanging within the lumen/interior of the ligator head. A functional check of the ligator head found that the bands were unable to deploy. Two bands were interlocked and the tooth holding the thread for the 6th (natural color) band bent when an attempt was made to deploy the remaining bands. The natural/ 6th band was removed and another attempt was made to deploy the 7th (blue color) band however, the band would not deploy at all. Another attempt was made to deploy the bands by placing the thread inside the ligator's lumen and the remaining band deployed with no further damage to the ligator teeth. Based on the investigation results, the most probable root cause has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02695 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an endoscopic variceal band ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, with the first speedband device (3005099803-2010-02695), they attempted two times to deploy a band however the bands did not deploy. A third attempt to deploy was made successfully. They made a fourth attempt to deploy a band however, a band did not deploy. The device was removed from the patient and a second speed band device was used (3005099803-2010-02694). They attempted to deploy another band and the bands would not release correctly. The procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.